Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventrio on (B)(6) 2016. As reported the patient is making a claim for an adverse patient outcome against ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventrio on (B)(6) 2016. As reported the patient is making a claim for an adverse patient outcome against ventrio. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventrio hernia patch. Per operative notes, ¿in the vertical midline, the hernia was dissected down and massive adhesions were reduced. The fascia was closed and hernia sac was gently dissected away. The defect was closed with sutures and a piece of ventralex mesh was placed over the defect and secured with sutures circumferentially. Anterior fascia was closed; wound was irrigated and closed with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia and small umbilical hernia thereby underwent open repair with implant of unknown mesh. Per operative notes, ¿in the right epigastrium, extensive adhesions to midline epigastrium was reduced. A new small hernia in the umbilicus was reduced. Previous mesh was not seen and all adhesions were reduced. The mid fascia was closed and an unknown mesh was placed over the defect and secured with sutures and tacks. The epigastric fascial defect was closed and secured with sutures.¿ (note: there is no product identifier provided for the mesh implanted during this procedure. Hence the product will be considered as unknown).